Event description:
It was reported that during a procedure, the coating around the fiber began to dissolve and there was an unusual odor. The coated surface of the fiber melted at the proximal part of the fiber. The procedure was continued and completed with the same fiber. There were no patient injuries reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a body break between the connector and the tip; therefore, the reported event is confirmed. It is likely that the fiber could have had a microfracture and when it was connected to the console, it caused the fiber to overheat leading to the separation of the fiber body from the connector. Visual examination also identified the fiber jacket to have severe burn marks and melting. It is likely that energy leak through the fracture could have leaded into the melted jacket. Based on all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the coating around the fiber began to dissolve and there was an unusual odor. The coating/surface of the fiber melted at the proximal part of the fiber. The procedure was continued and completed with the same device. There were no patient injuries reported. Additional information received stating that the coating/surface of the fiber melted at the proximal part of the fiber, and the odor came from the melted part of the fiber. There was no issue reported with the console system that was used with the fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified a body break between the connector and the tip; therefore, the reported event is confirmed. It is likely that the fiber could have had a microfracture and when it was connected to the console, it caused the fiber to overheat leading to the separation of the fiber body from the connector. Visual examination also identified the fiber jacket to have severe burn marks and melting. It is likely that energy leak through the fracture could have leaded into the melted jacket. Based on all information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the coating around the fiber began to dissolve and there was an unusual odor. The coating/surface of the fiber melted at the proximal part of the fiber. The procedure was continued and completed with the same device. There were no patient injuries reported. Additional information received stating that the coating/surface of the fiber melted at the proximal part of the fiber, and the odor came from the melted part of the fiber. There was no issue reported with the console system that was used with the fiber.